Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received: as per the physician, the cause of the endoleak was a break in the stent graft. The physician believed the issue to be manufacturing related. The "shotgun bullet technique" referred to the implant of the 2 iliac extensions to cover the enoleak. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Film analysis summary: the reported endoleak seen immediately following implant was confirmed; however, the exact cause/source of the endoleak could not be determined from the films returned. Lack of pre-implant CT¿s did not allow for a thorough assessment of the pre-implant anatomy. A type ia endoleak seems unlikely as the contrast blush was seen after pulling down the injector into the aortic body, and a type iiia junctional endoleak also seems less likely as there appeared to be sufficient component overlap. While a type iii fabric endoleak cannot be ruled out, this appears most likely to have been an acute type IV blush endoleak caused by fabric porosity. Other factors such as heparin dose, outflow resistance, and volume of the aneurysm sac may have also contributed to this likely type IV endoleak. Analysis of the returned videos did not reveal any out of specification stent graft integrity issues. It is possible that this likely type IV endoleak may have been exacerbated by slight fabric stretching resulting from the stent/od expansion seen near the endoleak location at the flow divider, in a location where the bifurcate was unopposed to the vessel wall within the top of the aaa sac. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 63x67mm abdominal aortic aneurysm. It was reported that during the index procedure, the endurant bifurcate, contralateral limb and ipsilateral limb were successfully implanted. After a reliant balloon was used to balloon the stent graft, contrast medium was injected and showed extravasation of blood with high flow at a point exactly 1cm from the bifurcation from the prosthesis. The contrast injections were repeated and the endoleak was repeatedly observed. It was confirmed that the patient received treatment with a "shotgun bullet technique" to cover the area with two iliac extensions. As per the physician, the cause of the event was due to rupture of the stent graft. No additional clinical sequelae were reported and the patient is fine.